Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protrudes from the catheter's tip upon removal. The target lesion was located in the severely tortuous right internal iliac artery. A 12mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil detached prematurely inside the microcatheter as the arm of the main coil and delivery wire got separated and device was removed together with the system. However, the coil protruded from the catheter's tip upon removal. The procedure was completed with a different device. There were no patient complications reported.